Event description:
He micro sagittal saw was sent in for evaluation because it was running on its own without activation. The event occurred during testing; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted throughout the internal components of the device.